Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, a stored episode of ventricular fibrillation was observed. Review of the episode revealed that the initial shock delivered did not convert the arrhythmia. The second shock was successful in converting the patient to sinus rhythm. The physician suspects high dft. Subsequently, programming changes were and a successful induction test was performed. Patients condition was good post-procedure.